Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h4-value was incorrectly reported, and the correct date should be 4/9/2021.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that endo therapy accessories (laser, radiofrequency, etc.) Were used without maintaining sufficient distance from the tip. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had burned areas observed on the distal end of the body and the distal cover was burnt. There was no patient involvement.